Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. It was reported that the patient did not like the sensation they got from the device and had tried multiple settings with the manufacturer representative. It appeared to be functioning well, but they were not satisfied with the side effects, so they requested removal and the device had been removed on (B)(6) 2017. The patient was educated on the risks of the removal and the healthcare provider reported they planned on implanting the patient with a new stimulator at a later date. The operating room notes were included. The patient was taken to the operating room, and general endotracheal anesthesia was induced. An incision was made over the right-sided sacral nerve stimulator and entered the capsule. It without any evidence of infection. The device was pulled on and they saw where the wire was tenting the skin above the area of the sacrum. Another incision was made at that point and the wire was grasped with a hemostat. The wire was then cut distally and the device was removed. Gentle tension was placed on the wire and using a figure of eight type maneuver it was dislodged without difficulty. The wire was inspected, 4 tined lead anchors and 4 metallic visualization radiologic devices were intact, suggesting that the catheter had been removed completely. There was minimal bleeding.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient was having her implant taken out and was calling to get assistance with returning the patient programmer (pp). Patient stated she was getting the implant taken out because it made her uncomfortable in places. Patient was transferred to repair to return the pp. No further symptoms or complications reported/anticipated.